Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the lead tip measuring 44.7cm was returned for analysis. External insulation abrasion was noted at 35.4-35.7cm from the tip electrode, consistent with lead friction to another device or feature of the heart. Externalized conductors due to external insulation abrasion were noted at 41.0-43.5cm from the tip electrode, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. Externalized conductors due to external insulation abrasion were noted at 36.7-38.7cm from the tip electrode, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy due to noise. Diagnostic imaging revealed a fracture. The lead was explanted and replaced.